Event description:
Litigation papers allege several months after replacement surgery, the pt continued walking with a limp and he began having weakness in his abductor area. It is further alleged that the pt will need revision surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation one it has been completed.